Event description:
It was reported by the rep that when the device was used during a gastric bypass procedure, it produced malformed staples. The case was completed by oversewing the staple line. There was no consequence to pt.